Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. An occlusion test was performed. The motor rate error was found during the occlusion test. The leadscrew nut was found a little tight (out of specification by gauging). The operator gauged the leadscrew nut within the required specification. Preventative maintenance and all functional testing was performed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor rate error. There were no adverse event reported.